Event description:
It was reported that the stent delivery system was difficult to remove. The stenosed target lesion was located in the carotid artery. An 8.0-29 carotid wallstent self-expanding and filterwire were selected for treatment. During the procedure, the stent was guided along with the filterwire and deployed and placed at the target site. However, when attempting to remove the delivery catheter of the stent, resistance was felt. The filterwire was held in place with a non-boston scientific forceps while the delivery catheter was removed. The procedure was completed with this stent. There were no patient complications as a result of this event. It was further reported that the embolic protection device was able to be removed separately using forceps after the delivery catheter was removed. There was no re-access performed, and no additional device was deployed into the carotid artery after the stent delivery system was removed.

Event description:
It was reported that the stent delivery system was difficult to remove. The stenosed target lesion was located in the carotid artery. An 8.0-29 carotid wallstent self-expanding and filterwire were selected for treatment. During the procedure, the stent was guided along with the filterwire and deployed and placed at the target site. However, when attempting to remove the delivery catheter of the stent, resistance was felt. The filterwire was held in place with a non-boston scientific forceps while the delivery catheter was removed. The procedure was completed with this stent. There were no patient complications as a result of this event.